Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient faced an issue with 3 infusion set cannula were bent. The events occurred on 06-apr-2024. The patient replaced the infusion set and resumed on insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
MDR 3003442380-2024- 01736 - device 3 of 3.